Manufacturer narrative:
Results: the indigo system aspiration catheter 6 (cat6) was ovalized approximately 124.0 and 127.0 cm from the hub. The cat6 had multiple consecutive kinks along its distal shaft, beginning approximately 127.0 cm from the hub the distal tip. Conclusions: evaluation of the returned device revealed the cat6 had multiple consecutive kinks in its distal shaft. This type of damage typically occurs due to repeated forceful advancement of the cat6 against resistance. Further evaluation revealed the cat6 was ovalized in its distal shaft. This type of damage typically occurs due to forceful gripping or manipulation of the cat6 during preparation for use. The sheath mentioned in the complaint was not returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 6 (cat6). During the procedure, the tip of the cat6 became kinked while being inserted into the sheath; therefore, it was removed.